Event description:
Same case as MDR ID: 2134265-2014-08342. It was reported that a burr became stuck on the wire. A rotablator rotational atherectomy system and a 330 cm rotawire¿ and wireclip¿ torquer was selected to treat the target lesion. During procedure, it was noted that the rotawire got kinked and stuck with a burr. The burr and the rotawire were simply removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).